Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) in both unipolar and bipolar settings and high capture thresholds. Sensing and tracking were noted to be appropriate. The device was reprogrammed. No adverse patient effects were reported. This ra lead remains in service.